Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Problem: delivery accuracy out of tolerance no sample / overinfusion the device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. The device history files from day of occurrence was not available. The history from the (B)(6) 2023 and (B)(4) 2023 . A space line neutrapur was inserted on (B)(4) 2023(B)(4). At 5:22pm and the infusion started with a rate of (B)(4) at 5:27pm. The infusion stopped on (B)(4) 2023 at 2:27pm and the line was extracted. During the infusion, the upstream alarm occurred, two times. The reason for the upstream alarm could not be clarified. No other abnormalities were found.

Event description:
As reported by the user facility information by bbm sales organization in colombia: "overinfusion" according to the customer: "patient on tpn infusion: 960 cc at 40 cc/hr for 24 hours which is terminated 2.5 hours ahead of schedule."